Manufacturer narrative:
The system technical performance during treatment was thoroughly reviewed; no technical issues were found. No system malfunction occurred.

Event description:
On (B)(6) 2018, insightec was notified, that patient who was treated on (B)(6) 2018, reported of numbness on the right side of the lips and in the first and second digits of the right hand following treatment for essential tremor. The patient also showed some balance issues. On (B)(6) 2018, the team had a phone call with the patient in which the patient reported that balance and numbness symptoms are improving, and the patient takes medrol dose pack. Further information will be available after patient will come for 3 months follow up visit.